Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No information available. Unique identifier: (B)(4).

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation during a case. The patient was manually ventilated and case resumed. There was no report of patient injury.